Event description:
Customer reportedly obtained a results of 203 mg/dl on advantage system 1 and 99 mg/dl on advantage system 2 within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. Reference medwatch with a1 pt for suspect device in advantage system 1.